Event description:
Patient underwent a laparoscopic robotic assisted right partial nephrectomy using robotic surgery. No complications noted from this device failure. No identified patient harm. Surgical time 3 hours. Tip 1 (previous medsun report of this date) failed at 65 minutes. Tip was replaced with tip 2. Tip 2 failed at 80 minutes. Silicone noted to be tearing at wrist end of cover. No arcing noted. Tip removed and replaced immediately. Robotic scissor 420179 version 10. Valley lab force fx esu settings of 35 cut / 35 coag. Davinci robot arms ccf#102404. Davinci robot #sh0199 (tower#).